Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample is unavailable. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of a check patient line was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter?s investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use during drain 1 of 3. The baxter technical service representative (tsr) helped the home patient (hp) to check the setup. The hp found no kinks closed clamp or air in lines, but alarm repeated. The tsr ended therapy early and walked the hp through a manual prime. The hp found that cassette was full of air. Manual prime purged the air from the setup. The tsr then helped the hp to complete a prime on the unit. The hp will restart with the initial drain completing the drain from the prior therapy during the initial drain. The hc repeated the alarm after prime was complete. The hp will try a manual exchange to drain if it does not drain. The hp will contact the peritoneal dialysis nurse for instruction. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement at the time of this reported problem. Writer spoke with the rn. She stated that she was aware of the reported air and check patient line alarm. She stated that the issue was resolved and that therapy was going well for the hp. She stated that the air was related to the hp being constipated, and not the hc machine. The rn stated that no injuries/medical intervention were reported. No further information was provided.